Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
It was reported that the customer received the no delivery alarm on the insulin pump and that the insulin pump was not rewinding properly. The customer's blood glucose was 25.4 mmol/l. The customer treated her high blood glucose with insulin pump therapy. The customer explained that the insulin pump would rewind partially and then restart. The customer had to repeat the process six to seven times. The customer subsequently experienced high blood glucose levels. The customer also mentioned receiving no delivery alarms. Troubleshooting was done. The customer confirmed that she was stuck in the rewind and bolus delivery loop. Advised customer to remove the battery for 11 minutes. The customer then received the battery out limit alarm and cleared the alarm. The customer still was not able to complete the fill tubing process successfully. Advised customer that the insulin pump needed to be replaced. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.